Event description:
It was reported that, "implants were removed due to infection."

Manufacturer narrative:
The following other devices were listed in this report. Triathlon ps fem component, cemented; cat # 5515-f-401; lot # vbck; triathlon ps x3 tibial insert; cat # 5532-g-409, lot # 7xlmed. It cannot be determined which, if any of these devices may have caused or contributed to the reported event. An eval of the reported devices cannot be performed as the devices were retained by the pt and were not returned to the MFR. Add'l info (including x-rays and medical records) was requested. If add'l info becomes available, the eval summary will be submitted in a supplemental report.